Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 02apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
T was reported that the patient was found to have approximately 20 cm of detached nasogastric tube in their gastrointestinal tract. The fragment was removed via endoscopy on (B)(6) 2018. It is not known how or when the tube broke, however, the hospital suspects that as the patient required x-ray to confirm ng tube position. It has been identified that these nasogastric feeding tubes are not pre-lubricated like other nasogastric feeding tubes. No further information has been provided at this time.

Manufacturer narrative:
The device history record for lot 202820133 was reviewed and the product was produced according to product specifications. All information reasonably known as of 02 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).